Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing, and specifications and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of communication error was due to the logic board. Damaged logic board prevented unit from turning on. Replaced logic board and reflashed software. A review of the device history record for sn (B)(6) was performed from date of manufacture 04/02/2013 to the present date 9/25/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue.

Event description:
It was reported that a communication error occurred. There was no reported patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that a communication error occurred. There was no reported patient involvement.